Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Impella cp was being prepped for a 70 year old male who presented in ami/cgs when it was noted that the impella was unable to purge and kept giving purge error message. The aic and the purge cassette were swapped out which resolved the issue. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was unknown. It was noted that the patient expired in the procedure room. There is little information on the patients clinical presentation so there is not enough information to conclude that the delay in treatment did not contribute to the patients death, however, it is important to note that patients presenting in cardiogenic shock in scai shock stage d & e are critically ill patients.

Manufacturer narrative:
The device was not returned; therefore, evaluation and analysis could not be performed. The necessary materials were not returned for analysis so the serial/lot number could not be identified to complete a product history review inspection. Priming problem: since neither product nor data logs were available for investigation, the cause of the priming problem could not be determined. H6 component coding and investigation type, findings and conclusion coding have been updated based on the completed investigation. Correction. B1 (adverse event/product problem) and b2 (outcomes attributed...) Were corrected accordingly. Note: the actual date of death is not known at the time of this follow-up report. A provisional date, based on the explant date of the pump, has been recorded. A supplemental report will be submitted upon receipt of the confirmed date of death or any new, relevant information. Correction: d4 catalog number was corrected accordingly. Related report number. This is one of two device reports related to the event. Refer to h10 for the related report number(s).

Manufacturer narrative:
The clinical narrative was updated and documented to b5 (event description). Following the clinical narrative update, the reportable event classification was revised to malfunction from death. As a result, sections b1 (adverse event/product problem), b2 (outcomes attributed), and h1 (type of reportable event) were updated. Note: investigation outcome and h6 coding previously reported remain unchanged. Related report number. This is one of two device reports associated with the event. Refer to h10 for the related report number(s)."

Event description:
Impella cp was being prepped for a 70 year old male who presented in ami/cgs when it was noted that the impella was unable to purge and kept giving purge error message. The aic and the purge cassette were swapped out which resolved the issue. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was unknown. It was noted that the patient expired in the procedure room. There is little information on the patients clinical presentation so there is not enough information to conclude that the delay in treatment did not contribute to the patients death, however, it is important to note that patients presenting in cardiogenic shock in scai shock stage d & e are critically ill patients. The death is conservatively being reported to the impella aic but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in scai stage d & e shock on multiple inotropes and pressors and was ventilated for respiratory support.